Event description:
Additional information was received from the patient. Patient feels like has to pee all the time. Pt re ports pt does pee 5 or 6 times a day but constantly going to the bathroom all day feeling like has to pee 24/7 but nothing comes out. Pt rep reports pt feels uncomfortable sensation in vagina. Pt rep provided event date of "about a month ago". Pt reports is currently hot and sweaty. Pt denied having a uti. Pt rep reports pt is on program 7 at 0.1v. Agent walked pt through increasing therapy strength but pt reported stimulation was uncomfortable. Pt rep changed to program 2 and pt stated stimulation was too uncomfortable. Agent walked pt rep through turning therapy off and pt stated still feels uncomfortable. Pt rep switched back to program 7 at 0.1v. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that reason for call was to request direction on how to make an adjustment. Caller said patient was at hcp office today and was told that patient isnt emptying bladder completely and to call patient services to make an adjustment. Caller said that patient received implant on (B)(6) 2021 and hasn't made any adjustments. Caller said that patient thought that she was doing well. Patient services reviewed therapy information including healing time factors and therapy expectations. Reviewed general programming guidance. With instruction caller adjusted setting from 1.0 volts to 1.9 volts. Patient to monitor symptoms to determine if experiences improvement in emptying her bladder. Patient to monitor symptoms for at least four days. Caller was directed to contact nurse at hcp office to inquire how patient can determine if she is emptying her bladder more. Other medical information caller said that before patient was taking a medication, uricoline (sp?) And patient said she felt like she was peeing all the time however patient wasn't peeing and emptying her bladder. Caller said that the doctor told patient not to take the medication anymore. No device issues were reported.